Manufacturer narrative:
The initial customer service center (csc) investigation has not revealed an assignable cause for the erratic result. Additional information has been requested from the customer, but has not been provided. Several attempts have been made to gather additional information, however, the customer is unwilling to communicate further. It is not possibel to determine an assignable cause for the complaint at this time. Analysis of complaint trending was performed. There was no adverse trends observed in either 12 months overall complaints versus axsym analyzer or in pt results coded complaints. This is the final report.